Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that experiencing a high rate for quality check codes at approx 9,075 ft. Above sea level. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Retain testing completed on lot u11254 demonstrated that the lot meets the acceptance criteria. However, a previous investigation for high qc code rates associated with immuno cartridges identified that there was a direct relationship with qc code rate and increasing altitude. This customer location is approx 9075 ft above seal level, which when compared to the altitudes investigated previously indicates that they could experience a high rate of qc codes at that altitude.